Manufacturer narrative:
Correction: this device is no longer liable.

Manufacturer narrative:
Event date is an estimate.

Event description:
Related manufacturer report number: 3006705815-2021-04374 and 3006705815-2021-04375. It was reported that the patient system is not working. As result, the patient may undergo surgical intervention on a later date.